Manufacturer narrative:
A ge rep evaluated the system and reports correct operation after intervention. (B) (4)

Event description:
The customer reported a problem with arterial trace and abstraction. No pt injury was reported.